Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a decrease in pain relief with the ins after they fell. The rep noted that no actions were taken as of yet and the issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Product ID 977c165 , serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the manufacturer representative reported that the cause of the decreased pain relief was not determined. Reprogramming was done on (B)(6) 2019 and it was unknown if the decreased pain relief had been resolved.